Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No root cause was provided. Align's clinical review of available records did not reveal any signs of a preexisting condition that could compromise the prognosis of ur5. The patient completed two aligner treatment phases, consisting of 40 and 28 aligners respectively. No significant tooth movements were programmed during either phase, or the scan associated with the second round of aligners showed ur5 to be clinically healthy. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information. Date of birth and age could not be verified with the clinic due to the year being 2024 in the system.

Event description:
The treating doctor reported that the patient required extraction of tooth ur5. No additional information is available at this time.